Event description:
It was reported that the device posted an alarm during use and that the condition required the replacement of the ventilator in a controlled maneuver. As per report, the event did not lead to consequences for the patient.

Manufacturer narrative:
The user facility did not involve the local draeger s&s organization into examination of the device and potential repair measures. Upon request for further information, it was responded that no additional details can be provided. This lack of information does not allow a case-specific evaluation; no reliable conclusion in regard to the root cause can be drawn. Age of the device as well as state of preventive maintenance and repairs are unknown since the device is not under a service contract and the transmitted s/n information is incorrect. As per report, the device has posted the alarm "device failure!!!" During use. The IFU explains that the device shall be replaced without delay to ensure ventilation support of the patient. This has worked as intended but the triggering condition for this alarm and the system effect cannot be determined. The reported event may have been related to malfunction, infrastructure issues or to use error - a differentiation is not possible due to lack of information. It is recommended to the user facility to have the device checked by trained service personnel. H3 other text : device not available for evaluation.